Event description:
A report was made regarding damage to the pump housing surrounding the usb port, which affected the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support agreed to replace the pump.